Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, with corroded battery tube. The insulin pump powered up properly after battery installation; the operating currents are within specifications and no low battery alarms noted. The insulin pump passed self test, a21 error test, rewind, basic occlusion test and displacement test. No unexpected a21 alarms noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report several unexpected restart alarms. The customer's blood glucose level was 8.3 mmol/l. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.